Event description:
Chronic alcoholic pt with seizure disorder was sleeping on ER stretcher. Pt was found unresponsive with head over the end of the stretcher. The "push bar" on the stretcher was over the area of the pt's throat. There was slight redness on pt's neck. Although the cause of death is unknown, the pt may have experienced a seizure, which moved pt to the end of the stretcher. There may have been obstruction of the airway, caused by the push bar, while the pt was seizing.